Event description:
An ocd field engineer reported that they cut their left index finger on the probe of the ortho provue analyzer while replacing a bent probe at a customer site. The fe rec'd medical treatment by obtaining a tetanus injection. The wound was cleaned and treated and was to be monitored. There was no exposure to blood borne pathogens since the portion of the probe involved was not exposed to blood.

Manufacturer narrative:
The injury occurred from a bent probe tip. Per the medical report the injury was a superficial tear of the skin. Appropriate medical care was given. There was no exposure to blood borne pathogens since the portion of the probe involved was not exposed to blood. This is a minor external injury of the skin.